Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 - codes updated to imdrf codes. Investigation summary: the complaint device was not received for investigation. An investigation was performed based on the images attached to the pc titled ¿radev. Viper sc dreher 2 2021_10_06¿ and ¿radev. Viper sc dreher 1 2021_10_06¿. The images were reviewed, and the complaint condition of a broken viper universal poly driver can be confirmed. The end of the driver that engages with a screw is broken off. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, a document/specification review was not completed, and a dimensional inspection was not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi56078 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 04 apr 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: date device returned to manufacturer. H6: codes updated to imdrf codes. Visual inspection: the viper universal poly driver (part# 279734000, lot# mi56078) was returned and received at us cq. Upon visual inspection of the complaint device, it was observed that the tip of shaft component was broken and there was discoloration on the ring component. The broken piece was not returned. No other issues were identified. Dimensional inspection: complaint relevant dimensional inspection was not performed due to the post-manufacturing damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown spinal procedure, the tip of the viper universal poly driver broke during tightening. The procedure was successfully completed using another available screwdriver from the set. There was no surgical delay. The patient outcome was reported as good. This report is for one (1) viper universal poly driver. This is report 1 of 1 for (B)(4).